Event description:
Event reported through clinical follow-up. Permanent neurological event, right cerebrovascular accident. CT shows bilateral infarction. Prior to event patient was put on warfarin for atrial fibrillation and is now in rehab. Patient continues to be followed through clinical studies.